Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. A visual inspection did not show that blade was exposed. The instrument's grip tip had minimal debris. The instrument failed a self-check test on the first attempt. After the knife track was cleaned the vessel sealer instrument passed the self check.

Event description:
It was reported that during a da vinci low anterior resection procedure, the cutting function of the vessel sealer instrument failed. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed with a replacement instrument of the same type. On (B)(4) 2015 isi contacted, the site's robotics coordinator, who initially reported this complaint. According to the robotics coordinator, the vessel sealer instrument was a replacement instrument for a vessel sealer instrument that reportedly had not sealed the patient's vessel. The robotics coordinator indicated that the surgeon was able to seal and cut the patient's vessel that was not initially sealed; however, after the vessel sealer instrument stopped sealing after approximately 1 hour of use. The replacement vessel sealer instrument was removed and the surgical task was completed with a 3rd vessel sealer instrument. According to the robotics coordinator, the planned surgical procedure was completed with the da vinci surgical system and the patient did not experience any intra-operative complications due to the reported sealing issues and the patient did not require an intra-operative blood transfusion. The robotics coordinator indicated that to the best of her knowledge the patient did not experience any post-surgical complications due to the reported event. No other information was provided. MFR report 2955842-2015-00921 was submitted regarding the 1st vessel sealer instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci low anterior section procedure, the vessel sealer instrument stopped sealing. According to the information provided by the initial reporter, there was no injury to the patient and no additional medical intervention was required to treat the patient.